Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) and the reported saddle embolus, ventricular tachycardia, and renal dysfunction could not be conclusively determined through this evaluation. A cause for these events could also not be determined. The account reported that the patient was implanted with a right ventricular assist device (rvad) on (B)(6) 2021, the day that (B)(6) was implanted. The patient had a complicated post-operative course significant for saddle embolus, ventricular tachycardia, and renal failure necessitating continuous renal replacement therapy and hemodialysis. There was concern that the left ventricular assist device (lvad) was not fully unloading for higher speeds. The submitted log files were unremarkable. The system appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including venous thromboembolism, arterial non-central nervous system thromboembolism, renal dysfunction, and cardiac arrhythmia. This document also lists thromboembolism as a potential risk and adverse event as well as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This document also includes instructions on determining the optimal fixed speed for a patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a complicated post-op course significant for saddle embolus, vt and crrt with no daily hd. There was concern that the lvad was not fully unloading for a higher speed. A log file was sent in for review which found that the system was operating as intended. No additional information was provided.